Event description:
Subject: initiate claim for pah. Case owner: (B)(6). Description: on (B)(6) 202118:18:40z (B)(6); technical support specialist, zeltiq account name: (B)(6). Was patient safety impacted? No. All associated emails and attachments provided? From: (B)(6). Have an ideal day! [Cid:459bd9c1-db59-4a84-a928-87adfffcc25d]. (B)(6), aprn, fnp-bc. Lead medical professional / (B)(6).

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01904-00.

Manufacturer narrative:
Additional, changed, and/or corrected data. It has been identified that this record, mrn 3007215625-2021-01891, is a duplicate of mrn 3007215625-2021-01904-00. Please see mrn 3007215625-2021-01904-00 for reportable events.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2021-01904-00 as the operating record related to this complaint.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia on the treated area.